Event description:
Healthcare professional reports results higher than reference with the protime micro coagulation system. Protime generated 5.4 inr and reference lab result was 3.0 inr. Pt treatment was based on the lab result. Instrument passed liquid quality control which customer ran both before and after instrument use. Pt¿s therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # not provided. Method: actual device evaluated. Process eval performed. No related ncmrs, complaint trends or CAPA identified. Results: no failure detected. Reported customer complaint was not confirmed through instrument eval. Conclusions: unable to confirm complaint.